Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was cut approximately 16.0 cm from the hub. The strain relief was stretched in the distal direction. The strain relief was removed by the penumbra investigator to evaluate any damage under the strain relief but none was found. The velocity was ovalized slightly at the distal tip. Conclusions: evaluation of the returned device revealed that the strain relief was stretched on the velocity. This damage is likely a result of retracting the velocity through an overtightened rotating hemostasis valve (rhv). The distal tip of the velocity was found to be ovalized and the non-penumbra stent retriever was unable to retract back inside the velocity. This ovalization is likely a result of repeated attempts to retract the stent retriever back into the velocity against resistance. This distal interaction may have caused the velocity to retract concurrently with the non-penumbra stent retriever through a tightened rhv, resulting in the damage seen on the strain relief. Further evaluation revealed that the velocity was undamaged under the stretched strain relief. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, while attempting to remove the velocity along with the other manufacturer's stent retriever from the patient's body, the physician did not encounter resistance; however, the proximal end of the velocity became stretched. Therefore, the physician used a scalpel to cut the velocity in order to maintain grip on the stent retriever and was then able to remove both devices from the patient. The procedure ended at that point since a significant amount of clot had already been removed. There was no report of an adverse effect to the patient.